Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Device received error 38 during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind. No battery or power anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. Customer stated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.